Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported the peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) contracted peritonitis and their pd catheter (not a fresenius product) was removed. No additional information was provided during intake. During follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported the patient presented to the emergency room (ER) on (B)(6) 2021 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 99 u/l, polymorphs = 77%) were collected, and the patient was admitted and diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin and tazobactam, however when the patient¿s peritoneal effluent culture result returned positive for mycobacterium (species not provided), and the patient¿s pd catheter (not a fresenius product) was surgically removed. The patient received a permanent ¿tunneled¿ hemodialysis (hd) catheter (not a fresenius product) and was transitioned to hd for rrt. The pdrn stated the cause of the peritonitis is unknown, however the pdrn was certain it was unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient reported the peritonitis event was too painful and will not return to pd for rrt (patient known to have low pain threshold). The patient was discharged on (B)(6) 2021 and is recovering from the events.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse events of peritonitis (characterized by abdominal pain and cloudy effluent fluid), which warranted hospitalization, antibiotic therapy, and transition to hd for rrt. The etiology of the peritonitis is unknown; therefore, causality cannot be established. However, per the pdrn, the events were unrelated to the utilization of any fresenius product(s) and/or device(s). Mycobacteria can be found in soil, water, food, on the surfaces of many plants and within buildings, particularly within water pipes. Based on the information available, there is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency or malfunction, caused or contributed to the serious adverse events experienced by the patient. Those individuals undergoing pd therapy (manual or ccpd) are at increased risk for contracting infections of the peritoneum.

Event description:
It was reported the peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) contracted peritonitis and their pd catheter (not a fresenius product) was removed. No additional information was provided during intake. During follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported the patient presented to the emergency room (ER) on (B)(6) 2021 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 99 u/l, polymorphs = 77%) were collected, and the patient was admitted and diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin and tazobactam, however when the patient¿s peritoneal effluent culture result returned positive for mycobacterium (species not provided), and the patient¿s pd catheter (not a fresenius product) was surgically removed. The patient received a permanent ¿tunneled¿ hemodialysis (hd) catheter (not a fresenius product) and was transitioned to hd for rrt. The pdrn stated the cause of the peritonitis is unknown, however the pdrn was certain it was unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient reported the peritonitis event was too painful and will not return to pd for rrt (patient known to have low pain threshold). The patient was discharged on (B)(6) 2021 and is recovering from the events.